Event description:
It was reported that during a ptca procedure, the guide wire was advanced to the lesion, a balloon catheter was advanced over the guide, and resistance was met. The devices were removed together as a single unit. Upon removal, resistance was encountered which necessitated force to remove the guide wire. Upon inspection, the guide wire was found to be separated. All portions of the guide wire were removed from the pt when the devices were removed as a single unit. There was no pt injury reported.